Event description:
The affiliate reported that after the patient was in the MRI, the icp microsensor would not show values any longer. After connecting the sensor with the icp express monitor, the sensor requested a new zeroing. A new device was used but the access was the same. No additional medical intervention for the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Slight bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 04/28/11. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.